Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a micro centrifuge vial. Visual inspection found no visible damage and debris and clear residue on lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -16.00/+1.50/89 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2017 due to low vaulting that cause lens rotation twice and refractive change over time. The lens was exchanged for a longer lens and the problem was resolved.